Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of unknown morphine (25mg/ml, 4.503mg/ml) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. During a routine pump replacement, catheter damage was observed. The hcp tried to show the reporter the damage during the replacement, but the reporter was unable to see any damage at that time. The decision was made to revise the portion of catheter in question. The catheter was not aspirated, so there was a primed new pump, an empty portion of the revised catheter, and a distal portion possibly still containing drug. The reporter made the hcp aware of the possibly of a break in therapy once the empty portion reached the catheter tip and the reporter discouraged the hcp from priming the system. It was estimated it would take 16 hours and 53 minutes for the catheter to clear. No further information was provided. Additional information was requested from the hcp regarding if the cause of the catheter issue was determined and if the issue resolved upon revision.